Manufacturer narrative:
Correction on initial report: reportable aware date 01/30/2017 on initial report; (B)(4). The customer¿s report of a broken male luer tip was not confirmed but a broken spin collar was confirmed. The set was visually inspected and it was noted that the spin collar was received separated from the rest of the set. A crack approximately 7.3mm long, running parallel to the direction of fluid flow, was visible on the proximal end (hub) of the spin collar. Inspection under magnification revealed a smaller crack approximately 3.5mm long on the opposite side. A few smaller cracks and stress lines were observed on the distal end of the spin collar. The male luer tip was not broken off or damaged. Dimensional testing was performed on the male luer tip and the measurements were within specification. The root cause of the cracks on the male luer spin collar was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the male leur tip broke off. The IV was in use for less than 96 hrs. Although requested there is no other event details provided at this time.